Event description:
It was reported that there were concerns of lead fracture or insulation damage for this right atrial (ra) lead as it was not able to capture even with a high pacing threshold, it was also noted that this lead had low impedance. This lead was surgically abandoned a new lead was implanted instead. No additional adverse patient effects were reported.